Event description:
A us distributor contacted zoll to report that a patient¿s stitches were irritated under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the device to allow area to heal. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.